Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 20mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer amulet delivery sheath. No pericardial effusion was noted prior to procedure. The location of the transseptal puncture was in the septum secundum. The patient was on aspirin following procedure. Six months after the procedure, the patient felt heavy chest pain and went to the hospital. The patient was diagnosed with a pericardial effusion with cardiac tamponade, which was circumferential and the largest dimension measuring 9mm. The pericardium was drained from blood with a pericardiocentesis. The physician believed the occluder caused the pericardial effusion. The patient was hospitalized for 5 days. The patient was then diagnosed with pulmonary embolism, which was unrelated to the amulet occluder. The patient status was stable.

Manufacturer narrative:
An event of patient-device incompatibility and pericardial effusion with cardiac tamponade after 6 months of implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. There are multiple risk factors for pericardial effusion after a left atrial appendage closure procedure, including anticoagulation status of the patient, maneuvering of the guidewire or sheaths within the heart, patient anatomy, multiple recapture of devices, and the trans-septal puncture. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported event could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances as the pericardiocentesis was performed. There is no indication of a product quality issue with regards to manufacture design or labeling. Additionally, abbott representative reviewed pre procedural tee still images provided. There appears to be a discrepancy between pre procedural CT imaging and procedural tee imaging. This is most likely due to the hypovolemic status of the patient during tee. This likely led to an under sizing of device, which is the most likely factor for device embolization for this case.